Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts. Additional information was received that the patients lead was also explanted and the patient was doing well postoperatively. The explanted device will not be returned as it was disposed by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7072018.